Event description:
It was reported that a user changing a dexcom g6 sensor and pairing a new transmitter to the ilet experienced pairing and warmup completion without glucose readings, consistent with an intermittent communication failure between devices, with the antenna/electrical and magnetic components implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, associated with intermittent communication failure and involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.